Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the devices were received and reviewed by bioengineering and applied research and determined it was unlikely that a manufacturing defect was present root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Revision surgery was performed due to breakage of the stem. The stem was broken around at the one-third of the stem proximal side (9 mm) despite the patient did not fall during walking. The surgeon cut less than 10 mm of bone at proximal side of the sleeve 14b lag with the oscillator and removed, and after struck the exposed sleeve inclined part with the hammer however it was not moved. The surgeon removed bone around the sleeve with the thin blade chisel and k wire and could not remove the stem even if the surgeon used the slap hammer nor other company's grasper . Eventually, the stem was explanted by eto. The metal liner was replaced to the poly liner 48×32 by mom liner extractor, and the stem was bound with modulus cable. The mom pinnacle cup 48 mm× 28mm was not replaced. The surgery was completed.